Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17159306m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).bwi concomitant product used: product name: carto® 3 system us catalog #: fg540000 serial #: (B)(4). (B)(6). Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent a left atrial tachycardia procedure with an ez steer¿ thermocool® nav bi-directional catheter on which, during transseptal puncture the intracardiac catheters went across the pulmonary artery through an accidental puncture of the vessel wall. The procedure stopped and patient was moved to cardiosurgery to remove the devices. Patient underwent a sternotomy, mitral valve replacement, intracardiac vessel closure and extended hospitalization per the event. It was noted that patient had a medical history of mitral valve remodeling. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this was a complication during transseptal puncture.